Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated opening in the anterior side consist with use of a surgical tool and opening crack in the diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side "leak." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to "leak". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "leak." Device remains implanted.

Event description:
Device was explanted.